Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited loss of radio frequency (rf) telemetry. The device was able to reset by programming intervention. The patient was stable.